Event description:
Spiking fever, raised white blood cell count, fluid collection (abdominal) report received in october 2004 from a physician regarding a patient (identifiers, age, and gender not provided) who underwent a colectomy and received seprafilm on an unspecified date. The indication for surgery was small bowel obstruction from gun shot wound. After the colectomy the patient made normal progress but then developed a spiking fever. The patient had a raised white blood cell count with band neutrophilia. The patient was re-operated upon and large fluid collection was seen in the area of seprafilm placement. The fluid was removed and the patient recovered. The physician did not provide a causality.